Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2010 at 14:30 in the cath lab. On (B)(6) 2010, blood was found in the tubing and the pumping was stopped at 8:44am. The iab could not be removed and as a result, the pt was taken to the operating room and the iab was surgically removed. There was no reported pt death. There was no reported delay in therapy. The pt outcome is "ok".